Manufacturer narrative:
The cause of the discrepant pt and aptt results is low water levels on the instrument. The issue was detectable by qc but patient results were reported prior to the discovery of the issue. The account noted the water level was very low and an error ""distilled water used up"" was eventually noticed. A siemens healthcare diagnostics customer care center technical solutions representative directed the customer to correction of the water level issue and intensive rinsing of the system. After these actions, examination of instrument data and the qc record indicates the instrument was performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant elevated prothrombin time (pt) and activated partial thromboplastin time (aptt) results were obtained on qc and patient samples. The patient results were reported to the physician. The samples were repeated after an instrument issue was discovered and corrected results were issued. It is unknown if patient treatment was altered or prescribed on the basis of the discrepant pt and ptt results. There was no report of adverse health consequences as a result of the discrepant results.